Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of inflation issues and fluid loss was confirmed via product analysis. Product analysis identified uneven cylinder expansion and a pump deflation functional test failure.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced inflation issues leading to the procedure. The patient did not experience any adverse events. Additional follow-up was provided in which it was stated that the cause for the inflation issues was fluid loss. Upon removal the left cylinder appeared to have a perforation or tear. The reservoir was not explanted, it was capped and left in place. No more information available at the moment. Should pertinent additional information become available, it will be provided.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced inflation issues leading to the procedure. The patient did not experience any adverse events. Additional follow-up was provided in which it was stated that the cause for the inflation issues was fluid loss. Upon removal the left cylinder appeared to have a perforation or tear. The reservoir was not explanted, it was capped and left in place. No more information available at the moment. Should pertinent additional information become available, it will be provided.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced inflation issues leading to the procedure. The patient did not experience any adverse events. Additional follow-up was provided in which it was stated that the cause for the inflation issues was fluid loss. Upon removal the left cylinder appeared to have a perforation or tear. The reservoir was not explanted, it was capped and left in place. No more information available at the moment. Should pertinent additional information become available, it will be provided.